Manufacturer narrative:
Final analysis found burn marks on the printed circuit board which resulted in power up anomaly. It was suspected that the damage sustained occurred after exposure to an electrical storm.

Event description:
It was reported that the patient's home was hit by lightning and the merlin at home transmitter lost power. The device would no longer be used and replaced.